Event description:
It was reported that the fiber was fractured. There was no patient involvement.

Event description:
It was reported that the fiber was fractured. There was no patient involvement.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber break cannot be confirmed. Based on the limited information available, a conclusion code of cause not established was assigned to this investigation.